Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint "instrument jaws would not close". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the grip-clip test. The clip would not fully close onto the test tubing. The root cause of this failure is typically attributed to the misuse/mishandling. Additionally, the clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.040" offset at the tips. As a result, the clip could not be properly loaded on the grips and would cause the clip to not fully close. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument jaws would not close. A backup instrument was used to complete the procedure with no patient harm.